Event description:
The event occurred on an unspecified date and involved a 7" (18cm) appx. 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer. As per report, the luer lock connector was hard to attach to an intravenous (IV) catheter (hard to screw) which resulted in chemo leakage. Chemo is said to have been leaking between the connection of an mc33150 and an IV catheter. There was unknown patient involvement, and no report of patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.